Manufacturer narrative:
(B)(4). Date sent: 11/12/2020 d4: batch # t94383 investigation summary the analysis results of the flr01 found that it was received with the retractor sheath separated from the upper retractor ring. No conclusion could be reached as to what may have caused the found condition. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: this retractor should not be used in patients with abdominal wall thicknesses greater than 4.0 cm. Do not use the retractor where the incision length is greater than 9.0 cm as loss of pneumoperitoneum may occur." It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a bowel procedure, the retractor device fell apart when in use by the surgeon, which was inconvenient for the surgeon and or staff. There were no patient consequences. No additional information is available at this time.